Manufacturer narrative:
Zimvie complaint number (B)(4). Zfx received one (1) item zfx02hld21 with his package. Visual evaluation was performed. Visual evaluation: we see a screwdriver with broken tip. The tip is not send to zfx. The screwdriver has damages and scratches from use. The screwdriver tip has been strengthened by often use and/or high torque values, the breakage area shows signes of torsion and a sudden breakage type. The top from screwdriver is rusted around the lasered letters. Based on the investigation and risk management file the most likely root cause determined from the investigation was sudden breakage after overtorqing of the screwdriver. Therefore, based on the available information, a device malfunction did occur. The scrwewdriver tip has been strenghtened by often use and/or high torque leading to fracture. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reported that the screwdriver fractured by the tip. Procedure completed.